Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical support (cts) made the assessment that the leak was attributed to plugged (clog or buildup) probe wipe rinse block drain line. The customer began to troubleshoot the leak with help from the cts over the phone. The customer bleached the probe wipe rinse block drain line to resolve the leak issue. The customer performed a latron primer test and quality control. All test results were within specifications. (B)(4).

Event description:
The customer reported approximately 3 to 5 mls of bloody diluent and waste leaked from the coulter lh 780 hematology analyzer during shutdown/startup procedure. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.